Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the pump had intermittent power issues. The patient replaced the pump battery to no avail. There was no damage seen to the battery compartment or battery cap, and the patient was able to securely tighten the battery cap. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the power complaint was confirmed in the history but was not duplicated during the investigation. Power on resets confirmed in the black box. No damage was found to the battery compartment or returned battery cap. The returned battery cap was able to fully tighten to the pump. The pump was exercised for 24 hours with returned battery cap, no power interruptions were duplicated. A battery cap functional test was performed and pump passed. The battery cap contact height and width measured within specifications. To examine the internal components the pump cover was removed; no evidence of damage to battery flex or power circuit or moisture was observed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.